Event description:
During blood collection, rubber sleeve did not retract, resulting in blood leak and needlestick injury to the technician, patient's blood was tested(unknown labs) came back negative, no follow up treatments were necessary for the technician. No further information was provided.

Manufacturer narrative:
Manufacturer investigation repport attached. (B)(4).